Event description:
Nurse was setting up pain buster. Nurse attempted to irrigate catheter. Catheter would not permit fluid to pass. Nurse obtained another syringe and was again not able to irrigate catheter. Nurse then obtained another which would irrigate properly.no contact with patient. No adverse event. Slight delay in starting system.